Event description:
Customer reported that erroneously low glucose cup results were generated by the unicel dxc 600i synchron access clinical system. Quality controls were run before and after the event. The post-event quality controls were out of spec. The customer identified two pt results that were erroneously low. The two samples were then re-run on another analyzer and the results obtained within expectation. No erroneous results were disseminated from the lab. The corrected re-run results were reported. There was no change to the pts' care or treatment.

Manufacturer narrative:
The field service engineer (fse) replaced several parts, however, the root cause of the event could not be identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.